Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was split. This was discovered before use. The following information was provided by the initial reporter: before use, the catheter tip was split.

Manufacturer narrative:
H.6. Investigation summary: received one opened unit from lot number 9056871. The packaging is in good condition. The unit is the unit reported in the incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot. In addition, 2 photos where received from the client: photo 1: the package top and device. Photo 2: close up on the tip of the cannula with what appears to be foreign matter. Upon visual inspection there appears to be a small white foreign matter on the end of the cannula. The foreign material has been observed previously and confirmed to be porous plug residuals from the manufacturing process. Porous plug residuals are fragments of the porous plug components as they are placed in the hub of each unit. These fragments and other fm can be introduced to the product during daily cleaning, which is performed during day and night shift as maintenance on the equipment. A corrective action was implemented in january 2019 to improve the equipment cleaning process and minimize the potential for fm on the catheter. Conclusion(s): manufacturing - the equipment cleaning that is performed each shift can introduce foreign/non-foreign matter to catheter tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was split. This was discovered before use. The following information was provided by the initial reporter: before use, the catheter tip was split.